Event description:
2 sentinel devices failed to deploy properly during the procedure. Both devices were inserted and removed undeployed. The 3rd device was successfully deployed. Reference report: mw5163657.